Event description:
It was reported that a patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced calf pain and swelling approximately one (1) month post-op and deep vein thrombosis (dvt) was identified. As a result, the patient was administered medication that resolved the dvt. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
D10: 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5: (B)(6). 02-022-44-3510 - truliant tib imp psc insert sz 3.5, 10mm: (B)(6). 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t: (B)(6). 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). 201-78-15 - holding pin mini sharp point 4 pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6). 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6) the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The cause of the deep vein thrombosis reported cannot be conclusively determined but may be related to a patient condition, surgical technique, and/or post-operative care. The reported issue cannot be confirmed, but the event as described appears unrelated to the design, manufacturing, or reasonably foreseeable misuse of the devices. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.